Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the implant broke as it was being implanted. No pieces were left in patient, it was removed fully and a new cage was implanted. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical inspection confirms the inserter interfacing surface of the implant is broken. The broken off an asymmetrical portion of the implant is ~ approximately 3mm in depth. A crack appears to have initiated at the corner of the anterior face of the implant, where the inserter tangs are located. The crack appears to have propagated axially down the threaded hole approximately 3mm, until propagating horizontally, subsequently breaking that portion off of the implant. No visual hole deformation is identified. The fracture surface is brittle, with fracture surface "rays" emanating from the center of the threaded attachment hole. The inserter interface threads on the broken off portion of the implant appear to have been stripped, while the threads below the fracture surface of the implant are intact and largely undamaged.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.